Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up, post paced t wave oversensing was observed. Programming changes were made during device check. No symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.